Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 720 mg/dl. The customer stated that she was not wearing the insulin pump at the time of admission. The customer stated that she had not been using the device for three to four days prior to the hospitalization, but began using it again on the morning of the incident. The customer stated that not being on the insulin pump for an extended amount of time is what caused her high blood glucose level. The insulin pump was not replaced or returned for analysis.